Event description:
Patient had bilateral breast implants on (B)(6) 2020. Patient presented to md with abnormal protuberance of the right breast silicone gel implant. Prominent point causing rubbing in the anterior breast flap which did not reduce when laid flat or attempts were made to smooth this. The implant fold is rubbing and causing near erosion through the transverse mastectomy scar. Surgery to remove implant on (B)(6) 2021 revealed a gel fracture.